Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found a bent sipper nozzle and replaced it. He performed successful qc and checks. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t results for 1 patient sample on a cobas e 801 analytical unit. The initial result was < 6 ng/l (with a data flag). This result was reported outside the laboratory. The result was questioned and the sample was repeated on another analyzer. The repeated result was 59.9 ng/l. The repeated result was believed to be correct.